Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior needle tip was broken off at the crimp tab area and the posterior portion of the foot was broken off. The broken parts were not returned. The plunger, cuffs and link were also not returned with the device. The needle trajectory of every device is checked twice during manufacturing. Based on the condition of the returned device, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patients anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking the needle tip and the foot. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot and a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.